Event description:
The customer contact reported the rate independently changed. The device was returned to the biomedical department with a report that indicated the device, "was involved with an unexpected rate change while on a patient. I don't think this was a problem with the pump." No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. Multiple unsuccessful attempts have been made to obtain additional information.

Manufacturer narrative:
At this time, the customer will not be returning the device for evaluation. If the device is received, a follow-up report will be submitted.